Manufacturer narrative:
H10: the sample was received for evaluation with a cap on the dark blue connector and the white twist clamp was in a closed position. A visual inspection was performed with naked eye with no issues noted. The detent (notch) and lead in were present on the twist clamp. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap extend life pd transfer set-japan could not be closed. This occurred at the hospital prior to use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.